Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2016 due to impedance more than 2000 ohms and elevated threshold. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).